Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis, after having a stroke. The customer's blood glucose was over 600 mg/dl. He was wearing the insulin pump at the time of the emergency room visit, but it was immediately removed. The customer stated he repeatedly attempted to deliver boluses and changed the site. The customer's symptoms were high blood glucose for two days before the stroke, nausea, gastroparesis, and vomiting. The customer was treated by monitoring carbohydrate intake and intravenous insulin drip. Troubleshooting was performed with the insulin pump. Insulin exited the tubing during a manual prime and no leaks were found. The customer stated he did smell insulin in the reservoir compartment during the week prior to the event. The insulin pump settings and history were correct, with no indication of delivery impediments. A high pressure test was performed and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.